Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported via the manufacturer representative that the patient had an x-ray on (B)(6) 2015 and it showed that one lead had moved. The issue was not resolved at the time of this report. The patient was scheduled for a lead revision on (B)(6) 2015. No patient symptoms reported. The indications for use were radiculopathy and spinal pain. If additional information is received a follow-up report will be sent.